Event description:
The customer reported inaccurately low readings with test strips. The customer stated that test strips from the first bottle performed accurately. He opened the second bottle on 8/23/96, and most of the strips performed accurately. However toward the end of the bottle, he noticed that the readings were getting lower and lower. The rep was unable to perform a normal control solution test with the customer because he did not have normal control solution. With the rep, the customer performed a check strip test. The result was 78 versus a range of 68-96. The desiccant is in the bottle. The customer stores his test strips in the bedroom. The customer has only three test strips left. Add'l info. The customer stated that test strips from the first bottle performed accurately. Customer then stated that most of the strips from the second bottle performed acccurately. However, toward the end of the second bottle, he noticed that the readings were getting lower and lower. This indicates that it is likely that the decrease of blood glucose readings for the second bottle might have been due to the customer's handling and storage of the product. The retention sample test results for device continue to provide acceptable performance indicating no trend of product degradation. Co requested that product be returned for eval on 9/30/96. As of 10/23/96, returned product has not been rec'd. Co will forward a follow up to this report upon receipt of returned test strips and their eval. Time frame is unk. Is event occurring more frequently than stated in labeling? Unk. Is event occuring more frequently than is usual for device? No. Is event occuring with greater severity than stated in labeling? Yes. Is event occuring with greater severity than is usual for device? No.